Event description:
The trach heads cracked on two size 6lpc, low pressure cuffed tracheostomy tubes. This was detected on the first device approximately eight hours after insertion. The second device was in use approximately twenty-four hours when the reported problem occurred. There was one patient involved with no reported patient compromise. One 6lpc device was discarded and one 6lpc device is to be returned to the manufacturer for identification, analysis and investigation. As of the date of this submission, the device has not been received by the manufacturer.